Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they got hospitalized due to low blood glucose with unknown blood glucose levels at the time of the incident. The caller did not mention how the customer was treated. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was new to the pump and accidentally delivered 44 units of insulin into their body. Troubleshooting was not completed as the customer was unavailable to provide details. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report. The information that provided date of incident with the initial report was incorrect. The correct information has been included with this report. (B)(4).

Event description:
The customer accidentally delivered 44 units of insulin into their body during the fill tubing process as they were connected to the pump. The customer's blood glucose was 90 mg/dl at the time of the incident. The customer was given orange juice and intravenous glucose to treat the low. The customer was taken to the emergency room for treatment. The customer declined troubleshooting. The initial report and or supplemental report had the incorrect incident date. The correct incident date is (B)(6) 2019.